Manufacturer narrative:
The cause for the discordant ecrea results is user error. The customer wanted to adjust the decimals on the vista assays so that the results would better match with the decimals in their laboratory information system. The customer did not realize that for the ecrea assay, there is a setting of "digits of precision" in the method configuration in the vista system. For ecrea, the customer changed the "digits of precision" from 4 to 1 causing the results to be rounded up or down and this change caused this issue. The rounding can cause both elevation and depression of results. This error took place early in the morning on (B)(6) and they discovered the mistake around noon because the quality control recoveries showed out of range values. No qc's had been run right immediately after the change of digits of precision. After recognizing their error, the customer resolved the issue by changing the "digits of precision" back to the correct number value. Samples run during the short interval with the incorrect digits of precision in place were evaluated by the customer. Results were regenerated from instrument data and correct values obtained. The customer stated that the lab doctor looked at all the results obtained during the interval and decided which results needed to be corrected. The device is performing within specifications. No further evaluation of the device is required. .

Event description:
Discordant results were obtained on patient serum samples for enzymatic creatinine (ecrea) on the dimension vista 1500 international system. Patient results were reported to the physician(s). After an error in entering incorrect digits of precision value in the method configuration for ecrea was discovered by the customer upon running quality control, the digits of precision values were corrected. Results were recalculated from the original instrument run data and corrected results were issued for some samples. There are no known reports of patient intervention or adverse health consequences due to the discordant ecrea results.